Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem, it was reported that the pump stays flat. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem, it was reported that the pump stays flat. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant components: model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1000566546. Model/catalog description: reservoir flat 100 ml. D4 unique identifier (UDI): (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; the pump was also functionally tested. Testing of the first cylinder revealed that there was a hole in the middle of the cylinder from sharp instrument damage, and wear at a fold in the middle of the cylinder; leakage testing confirmed a leak at the same location. Regarding the second cylinder, microscopic examination revealed wear at a fold in the middle of the cylinder; however, this component passed leakage testing. The momentary squeeze (ms) pump passed visual inspection and leakage testing, but it did not pass activation tests. Finally, regarding the flat reservoir, microscopic examination revealed a hole at the reservoir adapter strain relief from sharp instrument damage. Leakage testing confirmed a leak at the reservoir adapter strain relief, while the reservoir shell itself passed leakage testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the ms pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical problem.